Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, underweight, a crease fold and observed a 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified one opening crease sharp on the anterior, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp opening on the anterior due to fold flaw opening.

Event description:
Patient reported a left side "intra-capsular leak ". Healthcare provider reported left side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr 01/25/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Patient reported a left side "intra-capsular leak''. Healthcare provider reported left side rupture and capsular contracture, baker grade unknown. Device has been explanted.